Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced screws and tested it with no issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer won't opened and closed. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was no delay to the patient's workflow, since they managed to get the meds from the pharmacy. There were no adverse events or injuries reported based on this incident.